Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Manufacturer narrative:
The pushwire was returned without the marksman and pipeline. The event cause could not be determined since the pushwire was returned without the pipeline; however, the capture coil was found damaged which may have contributed to the reported issue.(B)(4).

Event description:
During the pipeline deployment, it was reported that the physician had a difficult time releasing the pipeline from the capture coil. The physician noticed a bend on the capture coil after the pipeline was deployed. No injury was reported with the patient as a result of the procedure.